Event description:
During installation and testing an interface between ecaremanager and a third-party e-chart application, the customer reported that the third-party e-chart application displayed an error after receiving a 'void/cancel note' message from ecaremanager. The product was not yet in clinical use.

Manufacturer narrative:
Although the note was correctly voided/cancelled in ecaremanager, the original note in e-chart was not voided/cancelled as expected. The note is cancelled in the ecaremanager, but still active in the customer's e-chart system because it cannot find the parent record. A defect in the ecaremanager sw was found to be the cause of this problem. The customer was advised to delay activating the e-chart interface until updated sw was available. The interface is not in clinical use at any customer site. As such, there is no patient risk associated with this defect. Philips visicu controls the activation of this interface and has, at this time, blocked any activation. Additional info: k012171.